Event description:
Reference number (B)(4) event occurred in the united states. It was reported that patient experienced high blood glucose (bg) event and infusion set not working on (B)(6) 2026. The blood glucose (bg) was high and got treated via manual boluses. The blood glucose (bg) was high for 3-4 hours. No further information available.